Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a cuff leak occurred in 2 days of patient use. The customer reported the patient was not reintubated and there was no harm.